Event description:
Pt ingested given imaging capsule for study of small bowel to determine cause of severe iron-deficiency anemia requiring transfusions and intravenous iron therapy with previous endoscopic and radiologic examinations unrevealing. Pt had history of crohn's disease s/p colectomy with ileostomy and history of rectal fistulas. Crohn's disease under good control without symptomatology. Capsule imaging study revealed multiple small bowel erosions in distal small bowel and an inflammatory stricture (not previously identified). Capsule did not pass through stricture. Capsule retained in pt for 5 weeks; pt was without symptoms. Surgery performed to remove retained capsule. Crohn's disease found at stricture; small bowel resected with anastomosis. Pt did well post-operatively.